Event description:
It was reported that the anchor c inserter size 7 and 8 broke. The tips fractured off in cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned anchor c 7mm inserter was confirmed to have a broken tip via a visual inspection of the device. The broken tip was found in the returned anchor c cage. The tip of the inserter broke on the back table while the scrub tech was assembling the cage to the inserter. The surgical technique for anchor c advises against excessive pivoting or angulation of the guide/inserter tip while attached to the cage because it can damage the instrument. In this case, the breakage is likely due to a condition of use error leading to application of excessive cantilever force or torque while loading the cage onto the inserter tip. No anomalies found in the manufacturing records that would have contributed to this breakage and met stryker specifications. Conclusion: the cited cause of the device failure is condition of use, specifically excessive cantilever forces during insertion.

Event description:
It was reported that the anchor c inserter size 7&8 broke. The tips fractured off in cage.